Event description:
It was reported to baxa that in2006, a pt suffered a "cardiac event" that required the infusion of glucose and insulin as a result of elevated potassium levels. The subject tpn solution, compounded using a baxa em2400 compounder was analyzed by the hospital lab and was reported to contain potassium. It was reported that the two other liquid medication sources that the pt received were not tested for potassium content. The tpn order did not include potassium or any potassium-containing ingredients. It was reported that the pt's condition has stabilized.

Manufacturer narrative:
Type of evaluation performed. In order to determine potential causes of unanticipated potassium present in the solution. Baxa support services has evaluated the black box files produced by the baxa em2400 compounder on 12 dec, 2006, as well as additional info provided by the hosp. The black box files record data related to the compounding of the bag, including a record of the valves/ports opened during compounding. Each ingredient is placed on a different port. Results of evaluation: through investigation, it was determined that potassium source containers were assigned to ports 4, 6, and 8. During the compounding of the subject bag, the black box recorded that the compounder's valve actuators did not receive a command or confirm a command to move to the open position for any of the potassium containing ports on the configuration. The potassium ports were not opened by the compounder during the production of the subject bag. Therefore, there is no evidence to indicate that potassium was pumped during the compounding of the subject bag. The cause of this report is indeterminable.